Manufacturer narrative:
Evaluation summary: the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. There has been one other similar complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A pt reported that following bilateral intraocular lens (iol) implant surgeries, he is experiencing glare at night, starbursts when looking at light and blurred vision. The pt reports the vision as 'vision through eyes filled with tears.' The pt reported that the glare that he is experiencing is 'disturbing'. He tried anti-glare glasses with no improvement. At the consumer's request, the surgeon was not contacted. There are two reports for this event. This report is for the right eye.